Event description:
On may 13, 1999 nellcor puritan bennett rec'd info that alleged a nellcor d25 sensor used in conjunction with a home patient monitor had provided saturation readings of 90% compared to the hosp's arterial blood gas test results of 77%. The pt's force inspiratory oxygen was increased based on the arterial blood gas test. The hosp stated that the d25 sensor was applied on a finger that had arcylic nails "one quarter of an inch thick" with many layers of nail polish. The hosp claims to have changed the site to the pt's toes and expressed their belief that the readings taken from the toe of this pt correlated to the pt's actual saturation. The hosp has been unable to assess if there was any pt harm because the pt was in a coma prior to this event and has not yet recovered.